Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had a faulty main display. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that during the manufacturing of this device, the pump failed an accuracy reading. The pump head module was re-calibrated and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a faulty main display was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.